Manufacturer narrative:
(B)(6). A medtronic representative inspected the imaging system on-site. It was found that intermittently, there was no communication to any of the motion controllers. An intermittent short in hand switch was found. The failure is repeatable with the hand switch in and upside down position. The hard switch was replaced and a system check out was performed. The system is operational. The damaged hand switch has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to take a 3d spin. It was reported that the system was positioned around the patient and the door was closed. At this point, the imaging system would not respond to any of the motion buttons being pressed on the pendant. The system was rebooted and the a collimator error message was then displayed on the system. A 2d exposure was then taken normally, as well as a successful 3d spin. The procedure was completed successfully with the imaging system after a reported delay of 20 minutes. The patient was not impacted.